Manufacturer narrative:
Product analysis: the field report of no sensing was confirmed. A complete lead was returned in one piece. Analysis confirmed a short due to an over-torqued inner coil in the connector region. This damage noted to the lead body is consistent with that occurring at the time of procedure.

Event description:
During attempted implant of the lead, no sensing could be achieved despite several repositioning attempts. Another lead was used to complete the procedure without further issue. The procedure time was extended by about 30 minutes.